Event description:
Infusion rn (registered nurse) reached out reporting that the pump, serial number (B)(6) expiration date 09/15/2023, is not working appropriately. He said that when it is, turned on, it makes a noise and does not cycle or function. There are no error codes. There were no adverse effects due to this as the rn (registered nurse) just used gravity tubing to finish the infusion. This occur around (B)(6) 2023. I am asking the pharmacy to send out a new pump so this one can be returned. The issue occurred while in use with a pt (patient) but the rn (registered nurse) just used gravity tubing to finish the infusion. There was no injury due to this. The actual device will be returned when the pharmacy sends a new pump. The pt (patient) did not have a back up device, just gravity tubing that was used to successfully complete the infusion. Reported to (B)(6) by: health professional.